Event description:
A malfunction alarm was reported by the customer with a code displaying malf 9. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support guided the customer to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and call back if the malfunction recurs.